Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and suspected contamination. Fse performed ion selective electrode (ise) decontamination and installed a new carbon bridge to resolve the issue. Fse ensured ise calibration and precision verification were acceptable. Instrument resumed operation.

Event description:
The customer stated their unicel dxc 800 pro synchron clinical chemistry system generated erroneously low sodium (na) results for 66 patients. The results were reported out of the laboratory and later amended upon repeat. The customer only provided the data for 58 patients and 32 results confirmed to be erroneous. The customer stated there was no death associated with this event. The customer was unaware of any change to patient treatment. Quality controls were within established ranges during this event. However, the customer noticed the low patient results and recalibrated and ran quality controls, which passed.